Manufacturer narrative:
No device was returned for investigation. Based on the provided information, the most probable but unconfirmed root cause is due to inaccurate delivery. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact and health effect codes corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed air in line during use. When the nurse went to acknowledge the alarm, the bag was empty, but the pump was reporting 38.9 ml remaining the patient was receiving fentanyl pca. No patient injury reported.